Manufacturer narrative:
(B)(4).

Event description:
Procedure type: oophorocystectomy. According to the reporter: in (B)(6) 2014 was performed an enucleation laparoscopic surgery of ovarian cysts. Surgery was successfully completed. But when the patient has been brought to bed, abdominal pains and peritoneal signs appeared. Therefore the patient, due to critical conditions, has been re-operated in emergency with evidence of haematoma in the space of retzius compatible with bleeding at the site of suprapubic trocar insertion, in absence of hemoperitoneum. The shield that covers the blade of the device did not likely avoid tissues damage. In patients with high resistance tissues, sliding of the shield can be easily clocked by the abdominal wall, leaving the exposed blade with consequent increase in the risk of injuries. Sample is not available for investigation.